Event description:
Upon interrogation during a regular follow-up performed on (B)(6) 2016, a warning message was displayed indicating that one device reset occurred. The device appeared to be operating normally. Preliminary analysis results confirmed the reported behavior. The recorded reset occurred on (B)(6) 2016 and was most probably due to a single upset event (seu). Normal device operation after the reset was confirmed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Upon interrogation during a regular follow-up performed on (B)(6) 2016, a warning message was displayed indicating that one device reset occurred. The device appeared to be operating normally. Preliminary analysis results confirmed the reported behavior. The recorded reset occurred on (B)(6) 2016 and was most probably due to a single upset event (seu). Normal device operation after the reset was confirmed.